Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that the cap was broken on their onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the lancing device issue first began at an unspecified time on (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise and stated that they had taken additional exercise at an unspecified time on (B)(6) 2015. The patient reported that, an unknown period of time after the alleged product issue started they developed the symptoms of "sweating, dizzy and nausea". The patient denied receiving medical treatment as a result of these symptoms. At the time of troubleshooting, the cca noted that the correct cap was being used for the lancing device and there was no misuse of the device. Replacement product was sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the lancing device issue. As a result of this delay in treatment the patient developed signs/symptoms suggestive of serious injury after the alleged product issue occurred.